Manufacturer narrative:
Additional information: other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4). Product ID: 9735773, serial/lot #: (B)(4). Device evaluation: it was noted that the batteries were physically hot when removed from the system. Device evaluation: the battery was returned for further evaluation. Visual/physical examination and functional testing were performed. The battery measured 52.0v upon return. As reported, the battery became physically hot during testing when paired with the accompanying uninterruptible power supply (ups), causing the ups to power down. It was determined that there was an electrical failure with the battery. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device evaluation: the ups was also returned for further evaluation. Visual/physical examination and functional testing were performed. During initial standalone testing everything functioning as intended. All outputs measured normal voltage and the power switch turned the unit on/off without issue. However, the ups was left running with the accompanying battery connected and the unit shutdown after three hours. The battery overheated, as it was warm/hot when the unit powered down. It was determined that there was an electrical failure with the ups. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the battery and the ups was required to be replaced. Once the components were replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: battery 9735773 ups 9735787. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system shut down unexpectedly during the case. When it first shut down, the system was unable to be turned back on until after it had been sitting off for a few minutes. After about an hour, the system shut down again. The site swapped to another system to complete the procedure. There was a 15-minute delay to the procedure and no impact on patient outcome.